Event description:
Following a planned replacement procedure, the patient experienced a period of asystole. The device was not pacing the patient. Additionally, the patient experienced dizziness. No intervention was performed, and the patient is now stable.